Manufacturer narrative:
Block h6: imdrf device code a15 captures, the reportable event of clip unable to release from catheter. Block h11: investigation results: upon receipt of this device at our quality assurance laboratory, the returned clip underwent a thorough analysis. The device was returned without the clip assembly, but showed evidence of full deployment. It was also noted, that the control wire was kinked. The reported allegation of clip unable to release was not confirmed, as no problems were identified with the clip assembly. However, it is possible, that the technique and excessive forced used, during the procedure contributed to the observed kinked at the control wire. Based on all the available information, a conclusion of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported, to boston scientific corporation. That a mantis clip device was used in the treatment procedure performed on (B)(6) 2024. During the procedure, the clip di not separate properly. The procedure was completed with another mantis clip device. There were no patient complications reported, as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results: upon receipt of this device at our quality assurance laboratory, the returned clip underwent a thorough analysis. The device was returned without the clip assembly but showed evidence of full deployment. It was also noted that the control wire was kinked. The reported allegation of clip unable to release was not confirmed as no problems were identified with the clip assembly. However, it is possible that the technique and excessive forced used during the procedure contributed to the observed kinked at the control wire. Based on all the available information, a conclusion of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the treatment procedure performed on (B)(6) 2024. During the procedure, the clip failed to release from the catheter. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event.